Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response. The shock did convert the patient back to sinus rhythm. It was noted that the patient had forgotten to take their medication. The crt-d's detection rate was reprogrammed and the device remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.